Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3 evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. The mtm2 was returned for failure analysis, and the reported failure of error 23025 along axis) was unable to be reproduced but could be confirmed as having occurred via field error logs. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via dte and matlab passed. The following parts will be replaced as a precaution: axis 3 motor, a3 motor cable. No trouble was found on the mtm.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer stated they saw error 23025 after doing a hard restart of the system for another issue. The customer recovered the fault and the technical support engineer (tse) was able to confirm numerous errors pointing to the master tool manipulator left (mtml) 2 in the system logs. The procedure was continuing as planned with no reported injury. Attempts have been made to obtain additional information from the customer concerning the reported event with no success.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the master tool manipulator left (mtml) 2 to resolve the issue. The system was tested and verified as ready for use. Isi has received the mtm, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. A review of the procedure log showed a cholecystectomy procedure was performed on (B)(6) 2022 on system (B)(4). Error logs confirmed the customer-reported errors that occurred during this procedure. A review of the site's system logs for the reported procedure date was conducted by the tse during troubleshooting. Investigation revealed the following possible related system errors: error 23025 ¿ encoder quadrature fault on mtml2 axis 3. This complaint is considered a reportable event due to the following conclusion: the customer had repeated errors on the master tool manipulator (mtm), requiring replacement. While there was no harm or injury to the patient and the customer was able to proceed with the procedure, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.